Event description:
Ous MDR - it was reported that an increase in the pacing impedance (>3000 ohm) was observed about 39 months after the implantation. The lead was explanted and replaced. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
In the returned state, the lead was cut to pieces 11.5 cm distal of the is-1 connector pin. A proximal and a distal lead fragment were available for analysis. The visual inspection showed a severely twisted inner conductor helix near the is-1 connector pin. The analysis concluded over-rotation of the screw mechanism due to excessive back-rotation as cause. In addition, a deformation of the distal shock coil was visible, which is probably a result of the explantation. Since the lead was cut to pieces in the returned state, the electrical analysis of the lead was limited to the measurement of the direct-current resistances of fragments. No anomalies could be detected. The analysis did not show any indications of a material defect or manufacturing error .